Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. D4: the expiration date is currently unavailable. H4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from the netherlands that during a meniscus repair procedure when the surgeon tried to pull the trigger of the truespan 12 degree peek gun to release the anchor, nothing happened. It was reported that the first anchor could not be released. It was reported that there was a 5- minute delay in the procedure due to the event. It was reported that another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the investigation has been updated to reflect the correct information: investigation summary the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection and functional test of device received. When performing the visual inspection, it could be observed that the first plate was not fully deployed due to a very small part of the implant remains inside the applier needle. It does not show any structural anomalies. The covering sleeve was removed to verify the presence of the second plate and the suture, it was found that the second plate was inside of the silicon sleeve that keeps the plates inside the needle. The red trigger was found in good condition. No structural anomalies that can interfere with a full deployment were found. Foreign material was found to be impregned in the applier needle near the first plate, presumably biological matter. The functional test was performed to the second plate. The applier needle was introduced into a soft tissue simulator, the red trigger was fully squeezed, the second plate was successfully deployed, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained device issue.¿ based on the investigation findings, the potential cause is traced to a portion of tissue that was entered inside the applier needle causing a mechanical obstruction of the first plate when it was going to be deployed, the force applied to the plate and the movements of the needle caused the plate to partially slip out of the needle and get stuck in the needle's groove; however this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.